Event description:
A patient underwent ventral hernia repair on (B)(6) 2022. Ovitex 1sp was placed as an underlay reinforcement, sutured with interrupted sutures and the fascia and skin closed. The patient returned to office presenting with a hernia bulge when exhaling. The hernia presented just above original ostomy site lateral to the patient umbilicus on the right believed it to be just lateral to the device placement and was confirmed on CT. The hernia was identified as bulging at the site of device placement. The surgeon reduced the hernia and placed a different reinforcement material. During the repair surgery dense adhesions were noted to be attached to bowel requiring sharp dissection.

Manufacturer narrative:
Hernia recurrence and adhesions are known risks associated with abdominal/hernia surgery. A review of the relevant batch record showed no non-conformances or anomalies that may have caused or contributed to this event.